Event description:
It was reported by service report that tracks would not engage the stairs due to one broken track belt and one worn track belt. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.